Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for follow-up. It was noted that the pulse generator was in backup vvi. A device restoration was performed successfully. The patient was stable before, during, and after the procedure.